Event description:
It was reported through the litigation process that a patient underwent a port placement procedure on (B)(6) 2023. Approximately five months and fifteen days later, on (B)(6) 2023, the patient was diagnosed with bacteremia and sepsis. It was further reported that, the port was subsequently removed on (B)(6) 2023. It was further reported that the patient eventually expired. However, the cause of death was not reported.

Manufacturer narrative:
H11: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported bacteremia and sepsis as no objective evidence was provided for review. The relationship between the port and the patient death cannot be established at this time. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1(initial reporter e-mail), g3, h6 (patient). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: date of death for this patient was not provided, date of death updated as (B)(6) for the MDR submission requirement. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, five months, fifteen days after the port placement procedure for the purpose of administering chemotherapy, the patient diagnosed with bacteremia and sepsis. The port was then removed from the patient. It was further reported that the patient later passed away; however, the cause of death was not disclosed.